Event description:
In 2009, the patient reported that she has been experiencing air bubbles in her insulin cartridges. She stated that she does allow insulin to reach room temperature prior to use, she primes the insulin cartridge prior to filling with insulin, she properly adjust the piston rod of the infusion device, and she primes with the infusion device upright. She questioned if it was necessary to prime air bubbles from the insulin cartridge and she was advised to always do so. She refused an offer for additional training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.